Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available

Event description:
Revision surgery - fem head replaced, unknown reason.

Manufacturer narrative:
See d4 expiration date, h4, h6, h10, and h11. Complaint has been evaluated and is similar to report number 1644408-2024-00329; 533-12-108, s803 - dislocation, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.